Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, it was reported that the patient was treated with oral steroids due to a report of poor sound quality with device use. The patient continues to be clinically managed by their healthcare provider.